Manufacturer narrative:
This product has not been returned; however, device analysis is not necessary. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to an infection. A new system was implanted to replace this system. No additional adverse patient effects were reported.